Event description:
It was reported that the customer hospitalized with diabetes ketoacidosis and high blood glucose of 664mg/dl. It was stated that the customer kept getting nauseous, feeling bad, and throwing up. Then the customer called back to troubleshoot the device, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. The time and date were incorrect. Assisted the caller with correcting them. Reviewed the alarm history and found a battery alarm. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.